Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (lines through display) issue. The reporter alleged that there were lines on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/09/2014 with the following findings: during testing, the display screen was fully functional and fully illuminated with no visible signs of extrinsic lines on the display. The complaint of the lines on the display was no able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).